Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
Our inw hospitals have experienced off and on issues with the bd insyte IV catheters, are not retracting the needle as expected and causing sharps safety issues for both patients and staff. Additional description of each issue observed this happened with all my 18g IV starts last wednesday as well. These are not safe IV's and should be retired. Whether any patient or staff adverse events occurred, no patient harm.